Manufacturer narrative:
The product was not returned for analysis; the stent remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that a patient experienced intraocular bleeding during a combined cataract removal with glaucoma stent implant procedure; a hyphema was noted the day after the procedure. A company representative who was present at the time of the procedure further clarified that there was a small bleed during surgery that was flushed away. Additional information has been requested.

Manufacturer narrative:
A sample was not returned and no lot information is available; therefore, the root cause for the customer complaint issue cannot be determined. There is no indication of stent system failure. The presence of intraocular bleeding is an established risk associated with use of the stent system that is clearly specified in product labeling; instructions are provided in the labeling to minimize the risk of bleeding and also to mange the occurrence of intraoperative bleeding. (B)(4).